Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that the there was moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/28/2014 with the following findings: during testing, the pump failed a leak test due to a pump case and a battery compartment leak. Evaluation revealed that the pump case was cracked at the top-right corner of the display lens. The battery compartment was found to be cracked near the pump case seal. There was evidence of moisture corrosion found inside the battery compartment. The pump cover was removed and there was visible moisture corrosion in the pump¿s main compartment. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored with fading text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.